Event description:
A dissection was noted during attempts to position the guiding catheter in the pt. The pt was sent to surgery and is reported as doing ok.

Manufacturer narrative:
The information in section f was completed by the MFR. During processing of this complaint qa attempted to obtain complete info of the event and patient status from a hospital or field contact. Evaluation summary: the results of the investigative analysis revealed a kink close to the hub of the device. The tip shape was relaxed, as to be expected after use, but no anomalies in the tip were noted. Engineering concluded that the probable cause of the catheter becoming kinked was a result of one or a combination of the following: overtorquing, tortuous patient anatomy, straightening of the distal tip during insertion into the sheath, and or engagement into the coronary artery ostium without proper support. A review of the mfg data for ths device found no aberrancies. Engineering has concluded that no corrective action is warranted at this time. Quality assurance will monitor the device for the type of complaint. This MDR is considered closed by the quality assurance department.